Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was created as complaint-(B)(4). The im receptacle cable was damaged. It was recommended that the faulty 90164 im receptacle cable be replaced due to this finding. A full functional test was performed by the distributor and the device operated according to specifications so it was returned to the field. The root cause for this report was a damaged im receptacle cable. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event /serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2017-00053).

Event description:
On (B)(6) 2018, mallinckrodt was notified of an issue with inomax dsir (B)(4), unrelated to the reportable malfunction. There was no impact or harm to the patient reported. On (B)(6) 2018, mallinckrodt was made aware that during service, it was discovered that the im receptacle cable of dsir (B)(4) was damaged. This match was found during visual inspection of the device during service. This is being reported as it is considered a reportable malfunction.